Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that on (B)(6) 2014 the customer had to change the battery three times and the display went blank for about 30 minutes. The customer was not present at the time and troubleshooting could not be completed. The customer's mother called back later to troubleshoot. She stated that the battery cap was not damaged or corroded. The alarm history showed that the customer received multiple failed battery test and there were no low battery alerts in the history. Customer's blood glucose value was 258 mg/dl. Mother stated that the customer was not receiving failed battery test alarms at the time and the display was not blank anymore. It was advised that a battery cap replacement would be sent, to monitor the device and call back if issue recurs.